Event description:
It was reported that the crystalens (at50ao) was explanted from the pt's right eye eight months post-implantation. The reason for the iol explant is unk. An anterior chamber lens was implanted successfully. Add'l info has been requested, but has not been received.

Manufacturer narrative:
The lens has been returned to b & l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.